Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The se performed extended self testing on the device and all tests passed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, a ventilator touch panel malfunctioned. The patient was transferred to another ventilator. There was no patient harm reported.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.